Event description:
Information received indicates when the brakes were engaged, the casters would still swivel.

Manufacturer narrative:
The technician found that the casters were worn due to age. He replaced the casters to repair the stretcher.